Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an esophagogastroduodenoscopy (egd) with colonoscopy procedure performed on an unknown date. According to the complainant, after ensuring that the seal biopsy valve was properly sealed, it continuously detached from the scope. Additionally, the physician was sprayed. The physician washed off the fluid that sprayed and completed the procedure using the original seal biopsy valve. There were no patient complications reported as a result of this event.